Event description:
It was reported that an ilet user believed they had announced two meals, but a review of meal history confirmed only one meal announcement, after which the user consumed additional carbohydrates due to concern about low glucose and later reported a blood glucose of 244 mg/dl. No device alarms or malfunctions were reported, and the infusion site had been in place for two days and reportedly maintaining glycemic control. Symptoms included hyperglycemia. Outcomes included user education on allowing the pump to deliver correction doses and guidance on meal announcement practices, with no hospitalization. Investigation included review of device-use history and user interview regarding meal announcements and correction dosing behavior. Investigation of this case revealed no device performance issue, and the event was consistent with user-related overtreatment of perceived hypoglycemia and subsequent hyperglycemia while declining recommended correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate intake and meal announcement behavior rather than a device malfunction.